Manufacturer narrative:
After the procedure, the hospital discarded the product. Based on the reported complaint, this is a case where the seal did not load properly. (B) (4).

Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal did not load properly during loading of the heartstring device into the delivery tube. The surgeon used a replacement heartstring seal to complete the procedure. No pt complications were reported by the hospital.